Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited variable pacing impedance measurements up to greater than 2500 ohms. A surgical revision was performed. During the procedure, variable rv impedances and noise were noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.